Event description:
After deploying a stent in the ramus coronary artery, a calcified lesion in the circumflex coronary artery was pre-dilated with a 2.0mm diameter by 12mm ptca balloon. A 2.5mm diameter by 18mm length s660 stent delivery system was then inserted for treatment of the 95% mid circumflex lesion. As the stent was being advanced to the lesion site, an injection of contrast moved the delivery system forward beyond the lesion. As the delivery system was pulled back in the artery, the stent caught on plaque causing it to dislodge from the delivery balloon. Subsequently, the patient was sent to surgery for quadruple coronory bypass. The calcification in the artery and the lesion not being pre-dilated 1:1 contributed to the stent dislodgement.